Event description:
Patient was implanted with an lcp wrist fusion plate and an unknown number of distal locking screws and cortical screws on (B)(6) 2011. Reportedly, the patient was non-compliant and during a follow up visit, it was noted that three of the screws broke and the plate pulled away from the broken screws. Hardware was removed on (B)(6) 2012 and patient was revised to the same type of plate and screw construct. This is the third of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.